Manufacturer narrative:
(B(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2025. On 11/07/2025, the patient experienced a sensor failure on their cgm device, which displayed a ¿replace sensor¿ message. Following this, the patient reported feeling hyperglycemic, though no specific symptoms were documented. An ambulance was called, and the patient was transported to the hospital. A fingerstick blood glucose measurement was 30.0 mmol/l. The patient received intravenous fluids as treatment and was discharged after two days. There was no documentation of further medical evaluation or intervention. At the time of this report, the patient stated they were still not feeling better. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.